Manufacturer narrative:
(B)(4) - cataract, induced, vision, loss of. (B)(4) - device remains implanted. Device was not evaluated by manufacturer. The icl remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) surgical procedure, secondary surgery. Explanted. (B)(4).

Manufacturer narrative:
Evaluation: method - medical review. Results - medical review - the icl is indicated in patients (B)(6) years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions - based on the complaint history, work order search and the medical review, a probable cause of the event is the off-label use of the lens in regards to the patient's age. (B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2011. The cataract was removed and an iol was implanted. The patient's bcva was 20/20.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) on (B)(6) 2007. The patient reported has lost vision due to the development of an anterior subcapsular cataract. The patient had prk surgery performed on (B)(6) 2007. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.